Event description:
It was reported that the pump touchscreen was unresponsive. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.